Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin leaking from the connector piece of the infusion set, and after removing and inspecting the connector and cartridge, the user replaced the connector and performed a fill of the tubing, after which no further leaking was observed and insulin delivery was resumed. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no impact to daily activities. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the leak was resolved by replacement of the connector, with no additional device damage identified by the user. It was concluded that the issue was attributable to a leaking connector that was corrected by component replacement, with no clinical impact.